Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to the same meter with readings of "194, 146, 135, and 128 mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) device evaluation: the subject test strips have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information concerning this complaint, a supplemental report will be submitted. At this time, lfs considers this matter closed.